Event description:
It was reported that the atrial lead was damaged during a prophylactic right ventricular lead replacement. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. However, all conductors were stretched and the proximal conductor had blood/body fluid (not obstructed). The inner insulation was torn. The outer insulation was breached cut, had a cosmetic depression and a white substance on it. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis noted apparent explant damage.